Event description:
During a meeting with the patient it was noted that the patient had a hole at the pocket incision site. The physician determined that the patient had tissue necrosis at the pocket site. The system was explanted. Culture reports were negative for infection. The patient will be reimplanted in the future.